Event description:
End user reports she developed a rash to buttocks, which then spread to arms legs torso and under mass and tape collar of her ostomy appliance.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It was noted that the product was in use for two days. It was further reported end user changes appliance every two or three days. Alternate product appliances sent. End user was encouraged end to review current medications with her health care providers including pharmacist. The end user went on to report she saw her primary physician who prescribed a pill and cream which did not help. No information was provided on the names of the pill and cream prescribed. She informed of being prescribed a penicillin medication which she declined to take due to penicillin allergy. She reports she followed with surgeon who did not recommend any interventions. She went on to report that she will see the dermatologist (B)(6) 2014. A quality investigation was performed on (B)(4) 2014. The product lot number was recorded as cno (could not obtain) indicating no lot number was available. As no complaint sample was received, an assignable cause could not be determined. No evidence was found that product failed to meet all of the requirements and specifications at the time of manufacture. There are no additional complaints reported for this specific icc code. A review of the complaint listing for the previous 12 months for this product icc code indicates that this was the only complaint registered for this icc code, date and complaint issue. The evaluation was conducted and no corrective actions will be raised as per sop 535. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.